Manufacturer narrative:
Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.s

Event description:
During the paroxysmal atrial fibrillation procedure, there was a shift observed with the ablation catheter resulting in a delay of procedure by an hour. The patches were validated when every catheter was inserted into the heart, and then the respiratory compensation was taken which delayed the procedure by an hour. The procedure was successfully completed with no patient consequences.